Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported that patient underwent recurrent hernia repair on (B)(6) 2017 and mesh was implanted. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 02/25/2020 additional information: d3,g1,g2 corrected information: g1.